Manufacturer narrative:
The lot number of the device is unk, consequently, the MFR date and expiration date of the device is unk. The device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine if the device met spec. The may 2007 15-month hta procedure set complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. A device history record review is in progress. Results of the device history record review will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific corp that a pt underwent what was thought to be a successful therapeutic hydrothermal ablation procedure in 2007. Post procedure follow up on the following month, during visual examination it was noticed that the pt suffered from two third degree burns on her right inner thigh (characteristics unk). The physician treated the pt with silvadene cream since the burns started to heal on their own due to the time difference. It is unk if the pt noticed the burns prior to the follow up visit. This event was reported to a boston scientific rep on 5/14/07 and the physician stated that the burn may have been caused by the light cord being placed on the pt's thigh during the procedure. A full recovery is expected.